Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014 the patient fell down and hurt themselves, on (B)(6) 2014 surgery was conducted for a surgical neck of humerus fracture case. On (B)(6) 2014 was released from the hospital and did an outpatient visit at another facility for their rehabilitation. Patient experienced a second accident and fell again on an unknown date, it was reported that it was around (B)(6) 2014. On (B)(6) 2014 patient was admitted to the rehabilitation hospital for swelling and pain, it was discovered via an x-ray that the blade was cut out. No further information is available regarding patient outcome or revision surgery. This is report 1 of 1 for complaint (B)(4).